Event description:
It was reported that the device ruptured. A 3.50 x 15 mm agent dcb was selected to treat in-stent restenosis of a non-boston scientific stent. During the first inflation attempt at 9 atm for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another agent device. No patient injury reported.